Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency treatment was performed when the procedure was happened. The procedure completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that machine exposure was failed. Upon functional testing, fse found that the oil level of the cooling unit is too low. To resolve the issue cooling unit was filled with oil just below the high-level mark. After adding oil, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the exposure failed. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with cooling unit oil being too low. The fse added oil to the cooling unit and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.